Event description:
The rptr stated that rptr did meter to lab comparison testing, in a fasting state, about 1.5 hours apart. The results were 73 mg/dl on rptr's meter, and 61 mg/dl at the lab. Rptr tested at home, then did the lab test, and tested again at home (10 minutes after the lab test) still fasting, with a 93 mg/dl result. Rptr did not have any symptoms. On follow-up, the lifescan rep discussed taking rptr's meter with rptr next time to do a meter/lab test so that the tests are done within 10 minutes. No harm was alleged.